Event description:
"Acute pain r.l. Quadrant and acute loss of satiety feeling (unrestricted food ingestion was possible)." The diagram of the complaint form gives indication of leak at the port tubing connector.